Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted and replaced.

Event description:
Additional information indicates the leads migrated and the patient lost effective therapy. In turn, the patient has not used or recharged the device as recommended.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32016 , 3006705815-2020-32018. It was reported the patient may undergo surgical intervention for an unknown reason.